Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (cartridge alarm 25) occurred during the load process. The customer reported a blood glucose (bg) level above 200 (mg/dl); however, a specific bg values was not provided. A manual injection was delivered to address bg level. The customer loaded a new cartridge to resolve the issue. It was recommended that the customer not remove the cartridge during pumping in the future.